Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with unknown mentor saline breast implant experienced left-sided implant deflation postoperatively. The patient reported experiencing two or three incidents of implant deflation for the primary implant on the left side. As a result, the patient underwent unilateral explantation and replacement on the left side with unspecified mentor saline breast implant on an unknown date, either in 2001 or 2002. Event details provided by the patient are unclear, and mentor is submitting the reports based on the information available at this time. The device implantation date and explantation date are the best estimate. If additional information is received, a supplemental report will be submitted as applicable.